Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The set was placed on a homechoice machine for priming and ran with no alarms noted. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab. The root cause was determined to be use error - patient not connected when therapy was initiated. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA # renq-CAPA-(B)(4). The label review found the labeling adequate for the use error in this complaint.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240, which occurred during initial drain. The technical service representative (tsr) assisted the home patient (hp) as the hp stated he connected to the hc machine when the hc displayed initial drain. The tsr explained the alarm and then explained he would now need to start over with all new supplies. The tsr then assisted the hp to cycle power twice to clear alarms. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(6) 2011. The patient stated the following: he was not sure what caused the event and using new supplies resolved the alarm. The alarm was not caused by him connected in initial drain as that was not what happened. A companion sample was requested with lot number h11d23050 as the actual sample was discarded. The nurse was not contacted regarding the event so baxter advised the patient to contact the nurse. No patient injury or medical intervention was reported.